Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because, the product is unknown at this time.

Event description:
This is a case reported from baxter (B)(4) for a system error 2240 alarm. During therapy system error 2240 alarmed, so the patient was obliged to interrupt the therapy. The mother reported that during the first drain phase there were a lot of small bubbles inside the patient line of the set. The patient suffered shoulder pain and bloated abdomen.